Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 425cc saline breast prosthesis, catalog #3501670, serial #(B)(4), lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast prostheses on (B)(6) 2002 began experience health issues in (B)(6) 2002. The patient reported that her immune system declined after surgery. The patient started to experience pain in her back and breast area. She felt like she was always sick. She was later diagnosed with lupus, cancer, and she has tumors. The patient also has yellow/green discharge leaking from her areolas. The patient is now in a wheelchair and feels like since she had her implants implanted, her health has declined and continues to decline. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.